Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The day prior to the event the patient reported that he received readings in the 200 mg/dl range throughout the day. The patient experienced elevated blood glucose symptoms of feeling weak and attempted to self treat with correction boluses and by syringe. The morning of the event, the patient continued to feel weak and received a blood glucose result between 475-500 mg/dl on his aviva combo system. The patient's mother called an ambulance. The ambulance arrive within a half hour of being called. Due to insurance purposes, the first ambulance transferred the patient to a different ambulance. The patient reported that the first ambulance tested his blood glucose and received a high result, but could not recall the exact value. He was treated with a saline IV. When the 2nd ambulance arrived, they did not test the patient's blood glucose. The 2nd ambulance also treated the patient with a saline IV and transported him to the hospital. Upon arrival at the hospital, the patient received a blood glucose result of 700 mg/dl on the hospital's meter. The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin IV and a saline IV. The caller reported that they also administered several other medications through the saline IV, but he does not remember what they were. By the last day of his hospital stay they were able to control his blood glucose with insulin injections. The patient was hospitalized for approximately 4-5 days. Caller states that the hospital staff told him that the infusion device was only delivering 70-80% of what it should have been delivering for the basal insulin. The infusion device was requested to be returned for product evaluation.